Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that during use, the lines dampen out or stop working hours after insertion. Additional information has been requested and will be entered upon receipt.